Event description:
It was reported that the customer was hospitalized with high blood glucose levels of 411mg/dl. Customer was treated with a manual injection. It was also reported that the customer's insulin pump was rewinding and would not stop. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Unit received with operating current within spec. Unit passed self-test, a21 error test and displacement test. However, unit alarmed a33 at 4.0 lbs during prime/a33 test due to faulty fsr. (Gold) unable to perform basic occlusion test, occlusion test and excessive no delivery test due to a33 alarms. Unit received with cracked case at display window corners. Unit received with severely scratched lcd window. Unit received with missing end cap sticker.